Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a standard laveen electrode device was used during a percutaneous rfa procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, during a lap cholesystectomy (general anesthesia). A percutaneous rfa of 3 liver lesions was performed. A 4 x 25 cm leveen needle was used on lesions on anterior lateral right lobe (confirmed placement in lesions). The procedure was completed at approximately 12:30 pm. Symptoms started between 1:30 am - 4:30 am; the symptoms were lower extremity paralysis. A neurogenic bladder MRI showed anterior central cord lesions at the conis of t11- l1 which corelates with the symptoms. Further medical attention was required, however, no additional details on the patient's condition were available.